Event description:
New information reported that during system revision procedure on (B)(6) 2018, a pacemaker header issue was discovered. It was suspected that the impedance issue was due to this header issue. The device was removed and replaced. The patient recovered with no problems and was discharged the same day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited high out-of-range impedance. No intervention was yet performed.